Event description:
It was reported that this right atrial (ra) lead had dislodged and exhibited loss of capture. It was believed that this was related to twiddler's syndrome. Subsequently, the patient underwent a revision procedure. The physician tried to reposition but the lead was unable to extend or retract the screw, probably due to tissue ingrowth. Also, patient was found to have stimulation. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had dislodged and exhibited loss of capture. It was believed that this was related to twiddler's syndrome. Subsequently, the patient underwent a revision procedure. The physician tried to reposition but the lead was unable to extend or retract the screw, probably due to tissue ingrowth. Also, patient was found to have stimulation. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgment. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities regarding loss of capture.